Event description:
The recent download from a male pt revealed several "discharge profile fault" flags. Support contacted the pt and replaced the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause for the monitor not powering up was a severely tilted interconnect board. The root cause of the tilted interconnect board is unk, but is likely random assembly error. The monitor was repaired, retested and restocked. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.